Manufacturer narrative:
The investigation into the saturation issues was completed. Neither the product or data log were returned for evaluation. Therefore, the cause of the saturated flow could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were saturated flows on the pump. The pump remains on for support without harm or injury despite the flow alarms.